Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box lot# 73l1500161 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that hem-o-lok clip would not lock. There was enough room that the surgeon could use another clip. The defective clip was left in the patient. There was no patient injury.